Event description:
It was reported that the insulin pump alarmed an error during the bolus procedure. The blood glucose reading was 468 mg/dl. Explained to the customer that it is a program safety alarm. Assisted with reprogramming the time, date, and with the rewind process. It was also stated tha the customer received a low battery alarm. The customer will monitor the insulin pump and call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.